Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the device has moved in the pocket and that there is redness and "fluid leakage" from the site. It was further reported the patient experienced pocket erosion and infection. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.